Event description:
As reported by homecare dealer: event occurred in 2002. Family now alleges pt died as result of ventilator failure. When initially reporting pt's death family member had stated they left pt alone, went into another room (upstairs in the air conditioning) and did not hear the ventilator alarming until family member opened the door and exited that room. Unit was alarming when family member found pt. Accessories being used: humidifier and pulse oximeter.